Manufacturer narrative:
(B)(4). The customer reported that the display on the device was blank. A philips field service engineer evaluated the device. The symptom was verified. Multiple parts were replaced to resolve the issue. We cannot determine the cause of this malfunction as multiple parts were replaced.

Event description:
The customer reported that the display on the device was blank.